Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: possible stent migration. Time of device issue: during procedure. Adverse event: during procedure. Adverse event: possible foreign body/unintended site. It was reported that during the procedure in the obtuse marginal, a promus 3.0x12 was deployed. The stent was visualized to be well opposed. A second 3.0x8 promus stent was deployed distal to the proximal stent and was also visualized to be well opposed. An ivus catheter and non-abbott guide wire became tangled and both were removed as a single unit. A new non-abbott guide wire was inserted with an ivus catheter; however, the promus 3.0x12 could not be visualized. Another promus 3.0x12 was deployed at the target lesion. Reportedly, the stent may have migrated or may have been inadvertently explanted when the ivus catheter and guide wire became entangled and were removed. The pt's vessels, including carotids and iliacs were examined under fluoro and no stent was visible. A vascular doppler scan was also performed with no findings. There was no adverse pt sequela. Though requested, no additional info has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.